Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Therefore the defective pump and a serial readout was returned to livanova (B)(4) for further investigation. During the investigation the serial readout confirmed the reported issue. However during intense testing of the pump the reported failure could not be reproduced. The pump worked according to the specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message during procedure. There was no report of patient injury.